Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia due to site insertion. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with manual bolus. Customer reported that the auto mode was not active during reported event. The device will not be returned for analysis.